Manufacturer narrative:
Appropriate term/code not available is to address blocked and kinked issue.

Event description:
New information received noted that the lead was unable to reposition due to blocked and kinked lead.

Manufacturer narrative:
A complete lead was returned in one piece. The cause of the reported event of stylet could not be inserted was isolated to the blood/body fluids clogged inside the inner coil. Visual inspection was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed-up in clinic. Upon review, the left ventricular lead was dislodged. During the lead revision on (B)(6) 2019, a stylet exhibited insertion difficulties. The lead was explanted and replaced instead. The patient had no consequences before and after the procedure.